Event description:
Medics responded to a cardiac call, down time of the patient unknown. The patient was connected to the device with the quik-combo defibrillation/ECG cable, the device displayed the message 'connect electrodes'. The device operator checked the disposable defibrillation electrodes, and the cable connection in an unsuccessful attempt to display the patient's rhythm. ECG electrodes were then attached to the patient and the patient was diagnosed as asystole. CPR and drug therapy was started at that time. The patient did not respond to continued treatment and the code was called. The reporter stated patient outcome was not due to device operation. The reporter's opinion was based on an assessment of the patient's lack of viability.